Event description:
It was reported by the customer that a pyxis ciisafe system had a machine freezing. The customer reported starting to slow down and freeze for long periods of times during pulling of medications and there was a delay in patient's care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that restart script solution was not applied. A technical support specialist applied to start by running to resolve this issue. Customer confirmed no longer shows up in the auto-restock suggestions. The system functioned as intended technical support specialist troubleshooted the device.